Event description:
The rptr stated that the pt had a surgical procedure using the advansys mid foot plating system: medial lisfranc plate - (product catalog number not provided to date) on (B)(6) 2010. The second surgery is planned on (B)(6) 2010 for device removal and tendon plasty. Integra has requested additional clinical information from the rptr.

Event description:
It was reported that during a whipple procedure the device fired fine and the case was completed with no patient consequence. That evening the patient was brought back into the operating room due to low hemoglobin. The surgeon opened the patient and there was a lot of clotting where the white cartridge was first fired at the mesentery of the jejunum near the ligament of treitz. Bleeding had occurred, but by the time the surgeon opened the patient the bleeding had stopped. It is unknown the amount of blood loss. The surgeon closed the patient and the patient received four units of blood to stabilize the patient. The patient is stable and doing well. The device was used to complete the case and then discarded.

Manufacturer narrative:
(B)(4). Additional information has been requested. A supplemental report will be sent upon receipt of further information.

Manufacturer narrative:
(B)(4). Additional information. The patient is doing fine. The surgeon has been in-serviced on all devices. No anomalies were reported at the initial surgery.